Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. However, reprogramming was done. Additional information obtained from the field representative indicated that the suspected cause for low amplitude was due to lead fracture but this was not confirmed by an x-ray. In addition, the rv lead also exhibited high thresholds over the past year. This rv lead remains in service. No adverse patient effects were reported.